Event description:
It was reported that patient underwent a right knee athroplasty. Subsequently, the patient was revised due to loosening within the joint and instability. The polyethylene bearing and locking bar were removed and replaced.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: date of report, event, initial reporter name and address, PMA/510k, type of reportable event, if follow-up, what type, device evaluated by MFR, device manufacture date. UDI #: (B)(4). Concomitant medical products: locking bar, pn: 141205-00, ln: 205810. Reported event was unable to be confirmed due to limited information received from the customer. Visual evaluation of the returned device shows signs of some cosmetic defects such as scratches, micro pits, deformations and burrs. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. X-ray review indicates there was mild radiolucency at the bone cement interface of the medial tibial component suggests interface gap. Minimal cement mantle along the tibial component could predispose to loosening. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Medical product: unknown tibial locking bar catalog # unknown lot # unknown; vanguard cr ilok fem-rt 67.5 catalog # 183010 lot # 304250; biomet cc cruciate tray 75mm catalog # 141234 lot # j3796120; series a pat thn 31 3 peg catalog # 184784 lot # 566880. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034 - 2018 - 11561.

Event description:
It was reported that patient underwent a right knee athroplasty. Subsequently, the patient was revised due to loosening.